Manufacturer narrative:
Biomérieux completed an internal investigation in response to a customer compliant of an instrument calibration anomaly in which their vidas® 3 instrument (reference 412590, serial (B)(6)) displayed expired calibrations as valid. The investigation included a review of customer data, recreation of the customer issue, and an impact assessment of the calibration anomaly. Biomérieux confirmed the customer calibration anomaly during the full system backup. The investigation determined the cause of expired calibrations showing as valid was due to a software anomaly present in the vidas® 3 software versions 1.2 through 1.3.1. The issue is linked to the archiving mode "when results are reported," because the software manages data archival and calibration expiration status updates simultaneously. The anomaly occurs if archiving fails, which then interrupts all calibration expiration status updates. Biomérieux found the issue may occur if the following conditions coexist at the customer site: the vidas® 2 has software version 1.2 or higher installed, the archiving mode is configured to "when results are reported," one calibration is in "to do" status in the calibration menu, expiration of the lot(s) concerned by the "to do" calibration. (B)(4) has been issued to notify impacted customers of this issue as well as troubleshooting instructions, including a workaround.

Event description:
A customer in (B)(6) notified biomérieux of an instrument calibration anomaly in which their vidas® 3 instrument (reference 412590, serial (B)(4)) displayed expired calibrations as valid. Customer service confirmed 147 patient results were affected by the expired calibration anomaly and requested the customer perform a retrospective analysis. The results of the retrospective analysis confirmed all original test results were accurate; therefore, the calibration anomaly did not result in any adverse impact to any patient's state of health. Biomérieux has initiated in internal investigation.